Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g2 and h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to a defective lcd. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation where service discovered the reportable malfunction as well as damage to the front panel. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus that the device was displaying vertical lines on the left side of the panel. The reported problem was found during preparation for an unspecified procedure. The device was returned to service where evaluation found the lcd panel had failed. There was no harm or user injury reported due to the event. This report is being submitted for the malfunction identified at evaluation.